Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia and hyperglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 52 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include sweating, heart palpitations and high blood pressure. In addition, the patient reports having a panic attack. The patient reports having taken 3 glucose tablets and consuming crackers and milk. The patient applied a new pod and had paused insulin delivery prior to going to the hospital. Once at the hospital emergency room the patients blood glucose level was 327 mg/dl. The patient consumed a half container if ensure and no treatment was provided. The patient was advised to contact omnipod to have the controller settings checked. The patient was in the emergency room for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia as well as hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.